Manufacturer narrative:
The liquid embolic material will not be returned for analysis, as the material was reported to have been consumed in the intervention. Based on the reported information, this event appears to be a procedure related event. However, since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Linked with MDR: 2029214-2019-00064. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the apollo catheter tip unintentionally detached, when the onyx was injected. The tip was left inside the patient. There was no friction or difficulty during the injection. There was no force applied during removal of the device. However, there was report of the catheter tip being entrapped / stuck. There was no vasospasm. The catheter tip was embedded in the onyx cast and patient is stable. This event occurred during an arteriovenous malformation (avm) liquid embolic embolization. The devices were reported to have been prepared and used per the instructions for use (IFU). The anatomy was moderate in tortuosity. The patient was asymptomatic. The apollo catheter was flushed as indicated in the IFU. There was no notable damage to the apollo catheter prior to use. Unknown about vessel calcification, and how much onyx reflux.